Manufacturer narrative:
(B)(4). The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date (B)(6) 2023 in the pump history file for the primary svn (B)(4). (B)(6) 2023 04:00:51.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 45000 (4.5 u) bolus amount delivered: 45000 (4.5 u) (B)(6) 2023 06:02:21.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 70000 (7 u) bolus amount delivered: 70000 (7 u) (B)(6) 2023 06:29:47.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 20000 (2 u) bolus amount delivered: 20000 (2 u) (B)(6) 2023 06:51:15.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 40000 (4 u) bolus amount delivered: 40000 (4 u) (B)(6) 2023 08:11:09.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 100000 (10 u) bolus amount delivered: 100000 (10 u) (B)(6) 2023 08:35:25.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 58000 (5.8 u) bolus amount delivered: 58000 (5.8 u) (B)(6) 2023 09:30:19.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 90000 (9 u) bolus amount delivered: 90000 (9 u) (B)(6) 2023 11:32:45.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 166000 (16.6 u) bolus amount delivered: 166000 (16.6 u) (B)(6) 2023 12:08:23.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 57000 (5.7 u) bolus amount delivered: 57000 (5.7 u) (B)(6) 2023 12:27:45.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 26000 (2.6 u) bolus amount delivered: 26000 (2.6 u) (B)(6) 2023 13:53:23.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 137000 (13.7 u) bolus amount delivered: 137000 (13.7 u) (B)(6) 2023 14:26:41.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 55000 (5.5 u) bolus amount delivered: 55000 (5.5 u) (B)(6) 2023 15:39:21.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 65000 (6.5 u) bolus amount delivered: 65000 (6.5 u) (B)(6) 2023 17:13:41.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 118000 (11.8 u) bolus amount delivered: 118000 (11.8 u) (B)(6) 2023 18:09:17.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 180000 (18 u) bolus amount delivered: 180000 (18 u) (B)(6) 2023 20:14:25.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 250000 (25 u) bolus amount delivered: 250000 (25 u) (B)(6) 2023 21:32:21.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 180000 (18 u) bolus amount delivered: 180000 (18 u) please see below for the daily total of all insulin delivered on the event date (B)(6) 2023 in the pump history file for the primary svn (B)(4). 10/14/2023 00:00:00.000 daily totals g670 (63) daily total collection start time: (B)(6) 2023 00:00:00.000 daily total of all insulin delivered: 1948250 (194.825 u) daily total of basal insulin delivered: 291250 (29.125 u) daily total of bolus insulin delivered: 1657000 (165.7 u) there was no auto suspend (12) alarm noted in the pump history file. There was no user suspended (2) alarm noted on the on the event date (B)(6) 2023 in the pump history file for the primary svn (B)(4). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file for the primary svn (B)(4). (B)(6) 2023 02:48:00.000 alarm alert notification (40) fault number: low battery alert (104) (B)(6) 2023 12:19:00.000 alarm alert notification (40) fault number: change battery fault (73) (B)(6) 2023 12:50:00.000 alarm alert notification (40) fault number: off no power (11) (B)(6) 2023 12:57:13.000 batteryremoved (55) (B)(6) 2023 12:57:13.000 alarm alert notification (40) fault number: battery removed (84) (B)(6) 2023 12:58:46.000 battery inserted (44) (B)(6) 2023 12:58:52.000 battery removed (55) (B)(6) 2023 12:58:52.000 alarm alert notification (40) fault number: battery removed (84) (B)(6) 2023 12:59:06.000 battery removed (55) (B)(6) 2023 12:59:43.000 battery removed (55) (B)(6) 2023 12:59:46.000 battery inserted (44) (B)(6) 2023 02:21:40.000 battery removed (55) (B)(6) 2023 02:21:40.000 alarm alert notification (40) fault number: battery removed (84) (B)(6) 2023 02:22:09.000 battery inserted (44) (B)(6) 2023 16:25:00.000 alarm alert notification (40) fault number: lost sensor 1 alert (780) (B)(6) 2023 16:44:00.000 alarm alert notification (40) fault number: lost sensor 2 alert (781) earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 4:21:59 pm. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert, replace battery alert/change battery fault (73) alarm and power loss alarm. However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Low battery alert (104) unknown. Change battery fault (73) unknown. Off no power (11) unknown. Lost sensor 1 alert (780) not confirmed. There was no data available for (B)(6) 2021 in the pump history file (B)(4). Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date (B)(6) 2021 due to no data available on svn (B)(4). Unable to perform the history review 1 week prior to the event date (B)(6) 2021 in the pump history file due to no data available on svn (B)(4). The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 900 mg/dl at the time of the event. The customer was treated with the insulin pump and the customer experienced symptoms of feeling sick and throwing up. It was reported that the customer was found unresponsive an was taken to the emergency medical services. The customer stated that the pump had malfunctioned and was under delivering. Troubleshooting was performed. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard auto mode of the insulin pump. Advised the customer to do a displacement and self test on the pump and it got passed. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.